Event description:
Device malfunction: failure to recover embolic protection device with the low profile design (rc 2). Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a left internal /common carotid artery stenting procedure, the physician had difficulty advancing the recovery catheter. The physician reported difficulty crossing the stent with the low profile design (rc-2), but was able to successfully cross the stent with the shapeable tip design (rc 1). The physician felt the device did not perform well in this instance, but reported there were no defects or malfunction noted. There were no adverse pt effects reported. There is no additional info available. Study event.

Manufacturer narrative:
The device was discarded. The rx accunet 3 in 1 is packaged with two recovery systems. Rc1 has a shapable tip that is designed to provide torqueability or steerability to the tip of the device. Rc2 has an extended soft tip that is designed to deflect away from the stent struts without the need to shape the distal tip. It is to the users discretion based on their knowledge and experience to use the one that is most appropriate for the procedure. The user did not feel that the device malfunctioned. The user was able to remove the accunet epd with the rci. The lot number was provided. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this complaint.